Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2020 the patient felt a sudden pain, like a shock and pain, which continued in her vaginal area. The patient noted she went to bend her leg on the couch like she normally did, and had done all the time, when this happened. The patient noticed it also happened when she sat down or moved her right leg (which was on the same side as the implant). It was also reported the patient had not had any falls or trauma, and had not engaged in any heavy lifting or new physical activities. The patient noted she had not made any adjustments to her settings since she received the implant, and since yesterday had not made any adjustments. The setting was decreased from 2.8 to 2.5 while on the call, and the pain was reported to have mostly subsided. The patient stated they would monitor their symptoms and call back for instructions on how to change programs if they experienced an increase in pain or return of bowel symptoms. No further complications were reported.